Manufacturer narrative:
Continuation of d10: product ID tm90t0 lot# serial# unknown implanted: explanted: product type accessory section d information references the main component of the system. Other relevant device(s) are: product ID: tm90t0, serial/lot #: unknown, ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving an unknown drug via an implantable pump. The indication for use was non-malignant pain and degenerative disc disease/herniated disc pain. During the call the patient stated they have seizures, brain lesions and can¿t see. The patient reported that for months they had been having difficulty charging the communicator. The patient had to hold the charging cord in a certain position in order to get it to charge. The patient tried other cords but it did not resolve the issue. A replacement communicator was requested from the repair department due to port of communicator is loose or bent.